Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to requesting a filter inorder to avoid the release of particles known in the device. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to requesting a filter in order to avoid the release of particles known in the device. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device is not returning to the manufacturer for evaluation. The manufacturer received information from the distributor stating the device has been scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.